Event description:
(B)(6). It was reported that post a coronary artery drug-eluting stenting treatment procedure the patient had angina and developed stent thrombosis. The index procedure treated the 100% stenosed, 2.75x24.0mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of placement of a 2.75x28mm taxus express2 stent. Post dilation was performed and residual stenosis was 0%. (B)(6) post index procedure the patient developed stent thrombosis accompanying with q-wave myocardial infarction (mi) and a percutaneous coronary intervention was performed. The target lesion with reference vessel diameter of 3.00mm, lesion length of 30.0mm and visually 100% stenosis located in the mid lad was treated with balloon dilatation, thrombus suction by a thrombuster catheter and placement of a non-bsc stent. Residual stenosis visually was 0% and timi flow improved from 0 to 3. The thrombosis and acute mi subsided and the patient was discharged twelve days later. (B)(6) later unstable angina iiib occurred.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4).